Event description:
It was reported that this device showed a longevity of one year last (B)(6) and the most recently in (B)(6) an explant indicator was seen. Premature battery depletion was alleged. Technical services (ts) was not able to review the information as not device data was provided. Additional information noted that this device was explanted. No additional adverse patient effects were reported.